Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened/used the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the electrode was shorter than usual after remove from body. The customer¿s blood glucose level was unknown. The customer received calibration not accepted alert. Sensor will be returned for analysis.